Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in two infusion sets, the tubing that went into the plastic piece, which further went into the patient broke off. The location of detachment was at the quick release. This issue occurred for the first time while the patient was sleeping and the second time, when the patient was just out and about. The site location was patient's left and right leg, respectively. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used devices (2 tubes), it was found that the tubes were detached from the tubing- tubing connectors. No further information available.